Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous mid left anterior descending artery. The nc quantum apex mr 12mm x 2.00mm was advanced to the lesion and during the dilation of the balloon, on the first inflation it ruptured at fourteen atmospheres. Exchanged to another unknown balloon, however, the same thing occurred. Both balloons were removed intact. The physician decided to perform rotational atherectomy to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device was returned, there was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous mid left anterior descending artery. The nc quantum apex mr 12mm x 2.00mm was advanced to the lesion and during the dilation of the balloon, on the first inflation it ruptured at fourteen atmospheres. Exchanged to another unknown balloon, however, the same thing occurred. Both balloons were removed intact. The physician decided to perform rotational atherectomy to complete the procedure. No patient complications were reported and the patient's status is good.